Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of illegible screen. The unit was triaged and the reported issue was confirmed. The potential root cause is a component issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the customer states that the unit has no power. Upon triage on (B)(6) 2017 the service tech found the unit's screen was illegible.